Event description:
Oxygen concentrator fails upon minimal voltage drop. Alarm does sound, unit does not self reset and no oxygen is delivered. Upon further testing of other units of the same MFR and the same model number, the same problem occurred. Potential risk of hypoxia in pt's requiring supplemental oxygen. Voltage drop triggering occurrence has a duration of less than .25 of a second. Models from other mfrs checked and did not have this problem.